Event description:
The customer reported differential (diff) and platelet (plt) background failures on the coulter lh 750 hematology analyzer. Erroneous results were not generated and there was no report of injury in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse replaced the blood sampling valve (bsv) to resolve the background failures. Additionally, the fse also found the instrument generating partial aspiration flags. The fse replaced two check valves, cv26-a (aspiration pump output line to main waste) and cv34-a (aspiration backwash to main waste) on the aspiration tower, to address the partial aspiration flag issue. (B)(4).